Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the gpos (general purpose operating system) would not boot up. This would cause the system to fail to boot. There is no report of death or serious injury associated with the event.